Event description:
It was reported that during a laparoscopic ventral procedure, the device jammed on the tenth clip, they then took the device, the back table and were able to get the device to work again. They used a second like device to complete the case. No patient consequence was reported.

Manufacturer narrative:
Eval summary: the analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. In addition, the device was noted to have the cam broken. No conclusion could be reached as to what may have caused the reported incident; we have documented the circumstances as they were reported to us. An investigation has been initiated to determine the cause of this issue. A batch record review was performed and no anomalies were found during the manufacturing process.